Event description:
It was reported that during a procedure, a polarx fit balloon catheter was selected for use. However, after successful ablation of the left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), and right inferior pulmonary vein (ripv), and after inflation/deflation of the balloon with the slider switch, the re-sheathing of the deflated balloon catheter was nearly impossible; it required a considerable amount of force. Attempts to re-sheath the catheter triggered the error 1-00004000-2: the console detected blood in the catheter. The error was cleared, and the right superior pulmonary vein (rspv) was ablated successfully. After the ablation, the balloon was inflated and deflated with the slider switch for re-sheathing, which again required excessive force and triggered the error 1-00004000-2: the console detected blood in the catheter, despite no visible blood was observed in the catheter after the error was displayed. The error was cleared, devices were pulled out normally, and the procedure was completed without any patient complications. The device was returned for laboratory analysis.

Manufacturer narrative:
The polarx catheter was evaluated by boston scientific. Upon receipt at our post market quality assurance laboratory, the device was visually inspected. No visible blood was observed inside the balloon. The polarx was leak tested and passed all inner and outer balloon leak tests. The shaft od was found to be in-spec at the proximal balloon bond where the outer balloon passes over the inner balloon bond. Analysis was unable to confirm the difficult to withdraw issue seen on the field. Further testing was performed; the device failed functional testing and was then dissected to investigate the blood detection wires for any damage or defects that would have resulted in the blood detection error. An inner balloon blood detect wire split was found which could lead to the wires contacting each other and trigger a false blood detection error. The reported clinical observation blood detection error was able to be confirmed via laboratory analysis.

Event description:
It was reported that during a procedure, a polarx fit balloon catheter was selected for use. However, after successful ablation of the left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), and right inferior pulmonary vein (ripv), and after inflation/deflation of the balloon with the slider switch, the re-sheathing of the deflated balloon catheter was nearly impossible; it required a considerable amount of force. Attempts to re-sheath the catheter triggered the error 1-00004000-2: the console detected blood in the catheter. The error was cleared, and the right superior pulmonary vein (rspv) was ablated successfully. After the ablation, the balloon was inflated and deflated with the slider switch for re-sheathing, which again required excessive force and triggered the error 1-00004000-2: the console detected blood in the catheter, despite no visible blood was observed in the catheter after the error was displayed. The error was cleared, devices were pulled out normally, and the procedure was completed without any patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.